Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after the ilet was disconnected during a shower and remained off for approximately 45 minutes before being reattached, with a fingerstick confirming a blood glucose of 211 mg/dl and a reported peak of 242 mg/dl over about 2 hours; the event involved use of a teflon infusion set and included troubleshooting and education without alerts or alarms. Symptoms included elevated blood glucose without acute clinical manifestations. Outcomes included no medical intervention, no ketone testing, no backup therapy, and resolution trending with plans to change supplies the following morning. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed hyperglycemia associated with an interruption of insulin delivery due to disconnection. It was concluded that the event was related to an interruption in insulin delivery and user handling, with device function otherwise not implicated.